Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient's father (reporter) contacted lifescan (lfs) alleging that his son's onetouch ultralink meter is displaying a message of error 1. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 8:38 am. An hour prior to start of the alleged issue, the reporter indicated the patient was experiencing symptoms of tiredness, exhaustion, and he was cranky. The reporter, however, denied the patient received medical intervention/ treatment after the reported meter issue began. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time; the patient has had the meter for two years. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's reported symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated, since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.